Event description:
It was reported that the patient presented with endocarditis. The physician explanted both implantable cardioverter defibrillator and right ventricular lead. The patient was in recovering phase.